Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event the initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the inflammation/reaction first noted by a physician? Inflammation site/location? What does the physician mean by the patient experienced eventration? What does the physician mean by inflammation occurred at the scar level? What is the patient¿s current status?

Event description:
It was reported that the patient underwent a hernia repair surgical procedure on (B)(6) 2017 due to eventration and the mesh was implanted almost under the skin because the wall was very thin. Post-op recovery was normal. Five months later, the patient experienced an inflammation reaction at the scar level. There were no signs of infection, hyperleukocytosis or liquid effusion. The patient had a normal crp. The patient is under antibiotics, "josacyne", and skin local treatment, corticoids. The patient is under monitoring and no need of new surgery. Additional information has been requested.